Event description:
Respiratory therapist discovered that a ventilator high o2 alarms which activated the o2 concentration from the ventilator to the pt was elevated to 80%. Another ventilator which does not have an alarm for o2 concentration from the ventilator was still found to be 80% even though the fio2 was set at 30%. The therapist disconnected the compressed air lines from the wall outlets and let the built in air compressor deliver the medical air needed to give the pt the prescribed o2. Upon investigation ventilator was discovered with the o2 + medical air lines attached to the wall outlets and the ventilator was turned off and not in use when the medical air hose was disconnected from the wall and the other medical air outlets checked it was noted that the o2 concentrations returned to 21%.